Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device remains implanted.

Event description:
It was reported that: patient's foot hurts worse than before surgery. Patient has pain in the foot. Plate in foot has split in half. Foot will need to be revised.

Manufacturer narrative:
Evaluation summary: the reported incident could be confirmed, since the op reports confirmed the event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Op reports were provided and read: the patient was reported obese ((B)(6)). Please note that in the current IFU, excess weight is reported as a factor capable of compromising the implantation success. During the three first post-operative visits, the surgeon stated: x-rays examination reveals stable internal fixation with maintained correction of the deformity without evidence of fracture when compared with the pre-op x-rays. He also wrote: assessment: satisfactory post-operative healing. During the fourth post-operative visit, the surgeon noticed a complete consolidation at fusion site. During a fifth post-operative visit, the surgeon noticed the plate broke. During the revision surgery, the surgeon noticed the fusion site broke again. The revision was performed with a device from the anchorage plating system. Based on investigation results and regarding surgeon examinations, we can assume this event is a second breakage not related to the device performance. The patient was also reported to be obese. Therefore the case is classified as user-related; the breakage was probably caused by an overloading. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
It was reported that: patient's foot hurts worse than before surgery. Patient has pain in the foot. Plate in foot has split in half. Foot will need to be revised.